Event description:
This report is filed for a single leaflet device detachment (slda) and increased mitral regurgitation (mr) requiring hospitalization. It was reported that on (B)(6) 2014, the mitraclip procedure was performed to treat degenerative mr with a grade of 4. Due to the condition of the patient, the heart surgeon denied a surgery and forwarded the patient to the mitraclip procedure, keeping in mind that the mitraclip could be unsuccessful as well. The patient had carcinogenic shock. The clip was planned as a bridge to improve the patients condition until a left ventricular assist device could be implanted at a later date. The anterior leaflet of the mitral valve was calcified in the a2 segment of the leaflet; therefore, the clip was attempted to be placed next to this calcified part of the leaflet. After a few grasps, a good grasp of both leaflets was achieved which resulted in an mr reduction to grade 2. There was no difficulty noted during placement or grasping. The leaflet insertion assessment was performed. There was good leaflet immobilization, a double orifice and limited leaflet mobility; therefore, the clip was deployed. The cds was removed and the mr grade was decreased to 2, with a good result for the patient. On (B)(6) 2014, during a follow up visit, it was found that the clip had detached from the posterior leaflet, and was only attached to the anterior leaflet. There was no leaflet damage; however, the mr grade was increased to 3-4. Due to the complex anatomy it was decided that it would not be possible to place a second clip. The patient remains in the hospital and still under discussion for further steps. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for the reported incomplete coaptation can be caused by, but are not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo 100% visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. Additionally, there were no nonconformances identified for this lot that would have contributed to the reported event. The user did not report any issues while functionally inspecting the cds during device preparation, which is an indication that the device was initially functioning properly during functional inspection. Therefore, manufacturing can be ruled out as a contributory cause to this incident. In regards to patient morphology / user technique / procedural conditions, the physician had reported that the anatomy was complex, and that the patient had cardiogenic shock. It was reported that the patient had strong calcification in the a2 segment of the anterior leaflet; as such, the physician had decided to place the clip next to the calcified part of the leaflet. However, upon patient follow-up it was found that the clip had detached from the posterior leaflet. Therefore, patient morphology / user technique / procedural conditions cannot be ruled out as a contributory cause to this incident. Based on the information reviewed, a definitive cause for the reported incomplete coaptation cannot be determined; however, the cause is most likely attributed to the condition of the patient. There does not appear to be any evidence of a quality deficiency associated with this device. It was further reported that the patient experienced an increase in mitral regurgitation that was identified upon follow-up visit, and was admitted for hospitalization awaiting further treatment. The reported patient effects of mitral regurgitation (worsening), as listed in the mitraclip system instructions for use, is a known potential complication associated with the mitraclip procedure. There is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device. Based on the information reviewed, there is no indication of a product deficiency.